Event description:
Event description boston scientific received information that upon interrogation, this cardiac resynchronization therapy defibrillator (crt-d) was in monitor only mode. The health care provider (hcp) stated that they were the last one to interrogate it in october and that the device was in monitor + therapy.